Event description:
Event description cpi received information that this small patch lead (0040) was removed from service and capped, due to a lead fracture. On 01/21/98, additional information was received which indicated that there was no fracture of the small patch lead. The fracture was noted on the myocardial sutureless lead (0030).